Event description:
Surgeon reported that a pt presented with a post op wound infection. The pt was treated and underwent a revision. Additional information was requested; no further event details were provided.

Manufacturer narrative:
Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. Customer reports the following possible products: pds ii (polydioxanone) suture; coated vicryl (polyglactin 910) suture; monocryl (poliglecaprone 25) suture.